Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that o2 not aligned. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found damaged housing case, cracked battery cover, bent front panel, damaged input/output side label, loose input manifold, all small knobs are cracked, tidal volume bounced back. Functional testing found the o2 knob was not aligned. The root cause of the reported issue was found to be customer damage/device mishandled. Replaced and aligned o2 knob to correct fitting. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).